Event description:
It was reported that during a shift check, the autopulse platform was unable to power up. The customer attempted to place fully charged batteries into the device, however, the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/07/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the motor cover and top cover were damaged. The battery partition cover was also observed to be missing. The physical damage noted during visual inspection is unrelated to the reported event. It should be noted that normal wear and tear can be expected since the autopulse was manufactured in 11/2004. A review of the platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. Therefore, the customer's reported complaint was not confirmed. The customer's reported complaint of the platform being unable to power up was not observed during functional evaluation. The autopulse platform was power cycled approximately 10 times by pressing the on/off button and removing the battery and no faults or errors were observed. Based on the investigation the parts identified for replacement are the motor cover, top cover and battery partition cover. In summary the customer's reported complaint that the autopulse platform was unable to power on was not confirmed through review of the platform's archive data or functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.